Event description:
It was reported by the facility that the patient was undergoing a procedure when a piece of the device broke off in the patient's incision.

Manufacturer narrative:
It was reported by the facility that the patient was undergoing a laparoscopic cholecystectomy when a piece of the device broke off in the patient's incision. The surgeon used the bovie hand piece for the initial incision near the umbilical area and when the surgeon picked up the hand piece the second time to use the coagulation mode, the blue color on the bovie tip was in the charred tissue in the wound. Bovie setting was 30-cutting and 30 coag. The wound area was examined for debris/particles and was clear. The hand piece was replaced and the procedure was able to be completed with no serious injury to the patient. The tip was returned to the kit manufacturer for evaluation. The sample was observed with small black char flakes in the specimen container along with the cautery tip and the actual tip end was burnt and charred black. There was no other physical damage or defect with the received sample. A definitive root cause was unable to be determined at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.